Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: after centrifugation, a thicker or thinner veil of blood remains on the top of the tubes, and they have to remove this veil with a sterile pipette for analysis.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-23. H.6. Investigation summary: bd received 10 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.

Manufacturer narrative:
Initial reporter email: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: after centrifugation, a thicker or thinner veil of blood remains on the top of the tubes, and they have to remove this veil with a sterile pipette for analysis.